Event description:
The account alleged the bed has no manual or siderail functions.

Manufacturer narrative:
Technical support instructed the account to check the fuse voltages on the f-8 f-5 f-17 f-18. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.